Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the supply bag fell and became disconnected. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the supply bag dropped and became disconnected. The cause for the reported condition was determined to be a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. The guide provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.